Manufacturer narrative:
(B)(4).

Event description:
The freedom driver was not in use by a patient. The syncardia clinical support specialist reported that there was a fault alarm at start up after he placed a fully charged battery in the driver. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's internal components revealed a fractured housing boss at the bottom left and the secondary motor was in the top dead center (tdc) position, which indicated operation of the secondary motor circuit. The secondary motor is set to bottom dead center (bdc) position during driver servicing/manufacturing. The driver in "as received" condition passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the secondary motor was tested to confirm proper operation of all electronics, and the driver passed all pressure testing requirements at normotensive and hypertensive settings. The driver performed as intended, and there was no evidence of a device malfunction during investigation testing. The customer-reported fault alarm, in conjunction with the secondary motor found in tdc position, indicated that the root cause of the customer-reported fault alarm is consistent with the exposure of the driver to an impact shock. Review of the electronic data and investigation testing indicated that there was likely a shock to the driver, which caused the secondary cam follower to move out of bdc position. The driver switched from the primary motor to the secondary motor, which resulted in the "secondary motor voltage too high" alarm. Despite the customer-reported fault alarm, risk to the patient was low because the driver was not supporting a patient at the time. In addition, the driver would continue to perform its life-sustaining functions on the secondary motor. The driver was serviced, which included the replacement of the housings, motor/gearbox assemblies, and piston and cylinder assembly (pca), before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The (B)(6) driver was not in use by a patient. The (B)(6) clinical support specialist reported that there was a fault alarm at start up after he placed a fully charged battery in the driver. This alleged failure mode poses a low risk to a patient because the issue was observed when the (B)(6) driver was not in use by a patient. In addition, it would not prevent the (B)(6) driver from performing its life-sustaining functions. The (B)(6) driver will be returned to (B)(4) for evaluation. The results of the investigation will be provided in a supplemental MDR.